Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received indicated that an arthroscopy procedure was performed on (B)(6) 2013 for arthrofibrosis and effusion.

Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc was created to capture the event happend on (B)(6) 2013. On (B)(6) 2013, the patient had a left knee arthroscopic synovectomy to address left knee arthrofibrosis after total knee. The indications for surgery noted that the patient had a previous total knee, and then later on required a revision to a tc-iii style implant by depuy. The patient developed catching of his knee, swelling, and recurrent hemarthrosis. During this current procedure the surgeon observed peripatellar arthrofibrosis. (Page 106 of 274) no components were revised. No other info was provided. Doi: (B)(6) 2011. Doe: (B)(6) 2013. Left knee.

Event description:
On (B)(6) 2013, the patient underwent a left knee revision for multiple issues. In addition to the previously indicated reasons for revision: adhesion, edema, hemarthrosis, and implant noise, the patient was also experiencing the following: pain, decreased range of motion, synovitis, and instability.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.